Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had air bubbles. They tried an older lot and there were no air bubbles. Customer's blood glucose value was unknown. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Evaluated 6 open/used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. (B)(4).